Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the a/c power cord had exposed wires and she received a shock from the exposed wiring. The surgeon had her go to the emergency room (ER) to be checked out. Additional information was received reporting that while moving the microscope back to its normal location it shut down, the scrub tech checked the plug at the wall and received a shock from an exposed wire on the cable near the plug. The emergency room doctor stated she was free from harm or any medical issues.

Manufacturer narrative:
The company service representative examined the system and found exposed wires on the power cord. The nonconforming a/c power cord was replaced. The system was then tested and met all product specifications. The a/c power cord was received and a visual assessment of the returned sample confirms the reported event. The plug that connects the cabling to the system was detached, which resulted in the exposed wires. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The operator¿s manual includes a safety note: be sure instrument is plugged into a power outlet with properly connected earth ground, and use only a power cord designed for use with this equipment. The operator¿s manual includes the warning: a qualified technician must perform a visual inspection of the following components every twelve months: warning labels, power cord, fuses. In case of a deficiency, do not use the system; call technical services. System isolation from mains is achieved through a two pole power switch. Turn off power switch or unplug the power cord from wall outlet to achieve isolation from mains. To avoid risk of electric shock, this equipment must only be connected to a supply mains with protective earth (ground). The operator¿s manual includes the cautions: modification of the equipment is not allowed without prior authorization from the manufacturer. If this equipment is modified, appropriate inspection and testing must be conducted to ensure continued safe use of the equipment. The root cause of the reported event can be attributed to a nonconforming a/c power cord. The manufacturer internal reference number is: (B)(4).